Event description:
The equipment had not reached the pt yet. The device was the proforma hg 4.5 cannula. The company was conmed endoscopic technologies. During an (ercp) the practitioner attempted to flush the port marked fluid and was unable to push fluid through. The equipment did not reach the pt. A clean cath was done. The equipment will be sent to risk management through the intra hospital mail.